Event description:
It was reported that the tube had a detached lumen. The device was not used.

Manufacturer narrative:
Based on the available info, this event is deemed a reportable malfunction since it may cause the lumen to become occluded and potentially prevent adequate ventilation of the pt should the malfunction recur. An analysis on the returned samples provided was inspected and did not perform to our requirement. Detaching of the inflation tube from the inflation lumen of the main tube was due to weak adhesion of the part caused by uneven distribution of the pvc glue, 2mm to 3mm tear below the notched area, and inadequate insertion depth of inflation line that gave way when detach with the minimal force/stress. This device was not used. No additional info has been provided to date. Should additional info become available a f/u report will be submitted. Note: the actual date of event is unk, so the date used was the date convatec became aware. (B)(4).